Event description:
The report stated that during a laparoscopically assisted vaginal hysterectomy, the jaw pin disengaged from the ls1100 handpiece and fell into the pt cavity after the handpiece was inserted through the trocar. The surgical staff could not find the jaw pin during the surgery, but the location was determined through x-ray. The pin was left in the pt. The pt was readmitted with a fever in 2007. The site was contacted and the risk mgr stated that the fever was unrelated to the incident.

Manufacturer narrative:
Date of initial report: 9/28/2007. Although the site indicated that the incident sample would be released in 2007, to date the incident sample has not yet been returned for eval.